Event description:
It was reported that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. Customer had treated low blood glucose with food. Customer alleged that insulin pump was over delivering insulin. Troubleshooting was performed. Customer had been using insulin pump within 48 hours of reported low blood glucose event. Customer reported auto mode feature was active during reported low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.